Event description:
Pt admitted in 2005. Significant history of 6 vessel CABG in 2003. Found at cath to have 4/6 grafts occluded. It was felt that stenting of lad should be done. A 2.5 x 20 mm taxus stent placed successfully after predilation x1 with 2.0 x 15 mm maverick monorail balloon. The stent was deployed to 14 atm. Result looked good. Pt did well and was discharged 2 days later. Came back to ed in 2005 with st elevation anteriorly. Found at cath to have occluded stent. After initial wire placement and confirmation of balloon position by injection through wire port several inflations were made. Pt became hypotensive and bradycardiac. Temp pacer and iabp placed. They fibrillated multiple times but could not be successfully resuscitated. Post mortem echo revealed no effusion. The physician further reported that he stented the native lad. They heparinized the pt during procedure and prescribed plavix and asa post procedure. The pt was discharged 2 days later. Pt returned on 2 days later with a sub acute thrombosis (sat). The pt stated that they were taking their asa and plavix. The pt expired in ccl. The physician feels the sat was related to the stent and the cause of death is thrombosis. No autopsy is being done.